Event description:
Routine insertion of midclavicular catheter performed by rn. Rn inserted, then removed line after realizing she did not flush it. Upon inspection of catheter she noticed that it "appeared funny" but the entire length was removed and present with the tip beveled. The rn saved the catheter and it was returned to the office. The product was going to be returned to the MFR to examine, but in the meantime rptr had another problem with one of these catheters. After this second problem rptr re-examined the catheter for this pt and after placing it on fluorescent orange paper and using a magnifying glass, noticed that a 3 1/2 cm piece of catheter was missing from the tip. Rptr immediately notified the physician who saw the pt that day and x-rayed the right arm. Catheter fragment found on x-ray to right axillary vein. At time of this report, consultations were in progress to determine best method of intervention and pt was in stable condition.